Event description:
It was reported that an esophageal procedure was performed in 2001. Subsequently, a leak was found at the esophageal and stomach duct anastomosis area. A drain was inserted. The physician believes that the infection caused the leak.